Event description:
The customer's mother initially called stating that the customer was experiencing high blood glucose levels. The mother then stated that the customer had been treated by the paramedics due to low blood glucose reading of 34 mg/dl. The customer later called back and stated that the low blood glucose was caused by the error in over-calculating for her carbohydrates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.